Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient had a surface level infection around the pump pocket, which later healed without issue. Erythema and warmth was noted around the infection site, and a culture was not performed. The infection was initially treated with keflex and was later treated with levaquin. Pump therapy is intended to treat chronic low back pain with dilaudid and bupivacaine. The medication dosages are unknown.